Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation stopped on (B)(6) 2015. The implantable neurostimulator recharger (insr) showed full battery. The insr was sitting on the table not connected to the implantable neurostimulator (ins) and showed full battery. The patient connected the insr to the ins and started charging. The patient was seeing full coupling, the ins battery flashing 0-25 percent and the insr battery full. The patient tried to turn stimulation on and saw the charge ins screen. The patient was unable to get the ins to turn on at the time of the report due to low battery. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.